Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, green button was pressed and handle was squeezed, but the stapler partially fired, only half of the staples were able to be fired. The stapler handle made a cracking noise and the reload would not finish the firing, which resulted to an incomplete central staple line. A tri-staple reinforcement material was used in conjunction with the stapling device. In order to fix the staple line, stapler was removed and line was re-stapled laterally. There was no patient injury.